Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room with high blood glucose of 500mg/dl, and the insulin pump was malfunctioning. It was stated that the customer was vomiting. The caller stated that the customer switched to her old insulin pump an hour and a half prior to going to the hospital. No further information was provided.